Manufacturer narrative:
No unexpected off no power anomalies were noted during testing. The pump passed the displacement and off no power tests. The operating currents were within specification. The pump was received with constant alarms after the battery change due to a faulty component on the interface board. Unable to perform the error test due to the constant alarms during the battery change. The pump had minor scratches on the lcd window, a cracked case at the lcd window corner, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, and moisture damage on all electronic assemblies.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that their child's insulin pump alarmed unexpected restart and had no power several times. Customer indicated that the battery was changed but alarm did not clear. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Customer was advised that the device would be replaced and to return the product for analysis. No further information was given.